Event description:
The customer reported "heard a loud popping sound and the screens went black." This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.